Manufacturer narrative:
Occupation is patient family member (son). Roche first received notice of this complaint from the patient's son on 26-nov-2018. Roche determined the complaint was not reportable based on information available to roche at that time which was assessed by a physician. On 06-oct-2020, roche received notice of a legal claim and are therefore reporting this case under an abundance of caution. In dec-2018 the information provided was assessed by a physician and was determined to be not reportable. The medical assessment detailed that the risk of hemorrhage increases as the inr increases and four days prior to admission, the patient was found to be mildly over anticoagulated. The patient¿s physician appropriately ordered the dose of warfarin to be withheld. The results of the coaguchek meter correctly predicted the increased risk of the patient and prompted the appropriate response by the physician. Corresponding retention test strips (lot 28631924) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. If we receive additional information related to the event supplemental reports will be provided.

Event description:
The initial reporter alleged the patient had a stroke on (B)(6) 2018 based on inr results from the coaguchek xs meter with serial number (B)(4) using recalled coaguchek test strip lot 28631924. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The timeline of events is as follows: on (B)(6) 2018 the recall notice was received. On (B)(6) 2018, due to the notice, the reporter took the patient to the doctor where she was tested on the doctor¿s coaguchek meter with a result of 3.3 inr at 2 p.m. Later the same day, the patient was tested on her coaguchek meter with a result of 3.6 inr at 8:15 p.m. The patient was advised by the doctor to hold her coumadin dose for one day. On (B)(6) 2018 the patient was more tired than normal. On (B)(6) 2018 at 1:05 a.m. The patient went to the bathroom and fell and hit her head on the side of the bathtub. The patient was transported to the hospital where her result was 1.8 inr upon arrival. At 3:30 a.m. The patient was transferred to another hospital. The patient was hospitalized for 5 days and received unspecified dosages of vitamin k and plasma. On (B)(6) 2018 the patient was released from the hospital with a result of 1.1 inr. The patient was taken off coumadin completely and no longer uses the meter. On (B)(6) 2018 the initial reporter provided an update and stated that the patient was taken off blood thinners permanently because of the brain bleeds and also stated that they are considering a left atrial occlusion to block 95% of the blood clots. Prior to the event the patient had the following results from the device: 27-oct-2018: 2.2 inr, 12-oct-2018: 1.5 inr, 27-sep-2018: 2.1 inr, 31-aug-2018: 2.4 inr. Hospital evaluation showed that the patient suffered a cerebral hemorrhage that was not consistent with head trauma as documented by CT scans. The risk of hemorrhage increases as the inr increases and four days prior to admission the patient was found to be mildly over anticoagulated. The patient was put on tramadol for the pain due to the fall.